Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the device recorded vf episodes via merlin.net transmission. Egms showed noise on the lead during sinus rhythm with aborted shocks. The tachy therapies were deactivated and a lifevest was placed. At the or for lead extraction, fluoroscopy revealed externalized conductors.

Manufacturer narrative:
A partial lead was returned in three segments. External insulation abrasion was noted at 1.5-2.3cm, 1.7-1.9cm, and 7.8-8.4cm from the end of the middle segment, consistent with lead friction to the ICD can. External insulation abrasion was noted at 37.4-38.0cm from the distal tip, consistent with lead friction to another device or heart feature. Externalized conductors due to internal insulation abrasion were noted at 10.8-13.4cm from the distal tip. The etfe coating was intact at these abrasion locations.